Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2016 with the following findings: a review of the black box did not indicate any power issues. Visual inspection did not indicate any physical damage to the pump. The battery cap attached securely and the pump powered on normally. The pump successfully completed a rewind, load, and prime sequence and 24 hour duration testing with no power issues occurring. The pump was opened and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim and discolored.